Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the system pcb assembly and the flex cable assembly which connects the system and the user interface pcb assemblies.  Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. The removed parts were returned to physio-control for evaluation in the failure analysis center.  The cause of the reported issue was determined to be due to a shorted integrated circuit chip, designator u530 from the system pcb assembly.

Event description:
The customer reported that their device was not powering on completely.  Without the ability to complete a power on cycle, the device could not be used on a patient, if needed. There was no report of any patient use associated with the reported issue.